Manufacturer narrative:
Image analysis two still images were provided for evaluation. 1st and 2nd image: the images appear to be a overheated closurefast heating element coil section. While the image is consistent with the reported event, no catheter identifiers are visible to establish that the pictured device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using a closurefast catheter to treat the great saphenous vein, resistance was felt when the physician was about to remove the catheter, and when the catheter was pulled out and removed, the thermal element was observed to be broken and kinked with the bare coil exposed. Tumescent infiltration was utilized, local anesthesia was used, and hand compression was applied. A guidewire was used for insertion, the lumen was flushed prior to use, proper temperature was reached, and the instructions for use were followed during preparation, procedure, and post-procedure. The procedure was completed when the issue occurred. The vein was reported to have closed, and no additional treatment was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.